Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, it would only provide charge intermittently. No further information was provided, customer declined troubleshooting. No known impact to customer's blood glucose.